Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pause of nearly 2000 ms was observed via a twenty four hour holter monitor. Interrogation in the clinic showed no evidence of noise on the lead. Electromagnetic interference was suspected. Ventricular sensitivity was programmed from 2.0 mv to 2.5 mv. The patient is not dependent but does have a slow underlying rhythm.